Event description:
The customer reported issues on a gallios flow cytometer. The customer stated the flow check beads were shifting. In addition, percent coefficient of variation (cvs) for the red laser were failing and the cvs for the blue laser were within specification, but close to the cut-off. There were no erroneous results generated. Patient treatment was not impacted in connection with this event. The gallios flow cytometer is a not an in-vitro diagnostic (ivd) instrument and is for research use only. This report references the navios flow cytometer system which is an ivd instrument and is similar in design and function to the gallios flow cytometer. Gallios flow cytometer part number a94292 with serial number (B)(4), software version 1.2, manufactured november 15, 2012 was involved in this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the gallios flow cytometer's sample probe was restricted and attempted to clean the probe with bleach, but was not successful. The fse replaced the probe, clearing the restriction and restoring fluid flow. Next, the fse made an adjustment to the alignment of the blue laser, decreased the forward scatter gain and increased the voltage. (B)(4).